Event description:
Pt to receive paclitaxel infusion. Tubing was connected to bottle for infusion and proper segment of tubing was placed into baxter pump for infusion. Pump immediately alarmed "occlusion". After failed 2nd attempt, tubing was inspected to reveal the "pump segment" was hard, rigid as the remainder of the tubing set. It should have been soft, pliable (a pvc) segment.